Manufacturer narrative:
Visual inspection of the returned device confirmed that the balloon was torn. The balloon appears to be intact with both ends of the balloon still attached to the device (no missing pieces). Examination at high magnification showed a radial tear on the balloon, approximately 4mm from the balloon proximal tip. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1409401) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00581 for the second device.

Event description:
The following information was reported: one balloon loss of pressure and one device pull through were reported on the same patient. The procedure was coronary intervention. No further information is available.